Event description:
It was reported that during surgery, locking flange broke off while inside the patient. All pieces were recovered and procedure concluded with a backup device from smith and nephew, with a delay of less than 30 minutes and without an injury.

Manufacturer narrative:
Additional information in concomitant products. Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the locking mechanism broke off. The broken piece was returned with the device. The device shows significant signs of wear/usage. The device was manufactured in 2007. A medical investigation was conducted and this case reports that during the surgery, the locking flange broke off while inside the patient. Per email communication, all pieces were recovered from the patient, and the procedure was completed with a backup device, without patient injury or delay. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.